Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardiac monitor exhibited t-wave over-sensing which resulted in a false episode. Programming changes were made.